Event description:
The ge oec 9800 fluoroscopy system had image quality issues during a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found no issue or malfunction with the system user advised of techniques to use for large patients that may challenge system performance due to their size. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.